Event description:
The user facility reported that during a routine colonoscopy, a patient was irrigated with approximately 600ml of prolystica 2x concentrate enzymatic cleaner and presoak. No injuries were reported.

Manufacturer narrative:
A nurse inadvertently used a bottle containing prolystica 2x concentrate enzymatic cleaner for irrigation during a routine colonoscopy. Approximately 600 milliliters of prolystica was administered before recognized, at which point the irrigation was immediately suspended and the patient was flushed with approximately 6 liters of sterile water over a period of 30 minutes. The safety data sheet for prolystica enzymatic first aid measures for skin contact states 'flush skin immediately with water for at least 15 minutes'. The patient subject of the reported event was under the care of a physician at the time of the incident, was contacted the following day and was seen for a follow-up visit one week after the procedure. The patient did not report any abnormal adverse effects following the mentioned procedure and is reported to be in good health.